Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited several instances of low and varying impedance, and a lead integrity alert (lia) triggered for low impedance. The rv thresholds exhibited variance and polarity switch had occurred. Revision, and/or lead setting adjustments were recommended, and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected lower range. Analyst commented, ventricular lead impedance trends programmed off, but performance counter data includes high number of low impedance/short circuit paces. Lifetime minimum impedance measurement of 201 ohms. Ventricular lead warning occurred on (B)(6) 2014.